Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had damaged tubing. The following information was provided by the initial reporter: our care teams have identified a trend involving tubing failures affecting two different IV sets. These failures include disconnections and visible cracking in the tubing. Additional information received from the customer: can you please provide an exact date of event in format mm-dd-yyyy? The tubing used for lipids happened (B)(6) 2025 can you please provide the lot number associated with reported issue? Lot number is unknown, packaging was discarded hours before the break occurred. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm was reported, the break in the tubing occurred when the rn was disconnecting it from the patient, so the patient was not exposed.

Manufacturer narrative:
The customer returned samples under associated pr (B)(4), which included two tubing sets both of material 2426-0007. The reported material for this complaint pr (B)(4) is mat# 2432-0007. There were no samples or photos returned with this material. A device history record review was not performed as the lot number is "unknown" for this complaint. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.